Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 600 mg/dl. Customer delivered a correction bolus via the pump to address the high bg. Customer changed the cartridge to resolve the issue. Subsequently, the customer received a minimum fill notification after filling the cartridge with 300 units of insulin. Customer declined to further troubleshoot the issue. In addition, it was reported that a cartridge change error occurred. Customer loaded a new cartridge to resolve the issue.